Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was scratched and the screens cannot be read/maneuver safely. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was verified. Excessive scratches were observed on the display lens. The pump powered up to a clear and legible display with auditory and vibratory features. No tactile issues were found with the buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information: reporter was contacted and indicated that the display was dim instead of scratched.